Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00923. It was reported that the patient experienced pain near their torso due to the migration of the strain relief loops of the t6 drg lead (sn (B)(4)). As a result, surgical intervention was undertaken wherein the t6 lead was explanted and replaced. During the procedure, the physician pulled the t8 drg lead (sn (B)(4)) and also replaced it. Post-operatively, stimulation therapy was restored and discomfort/pain resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.